Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product analysis indicates that the allegation was confirmed. There was damage to the lead body and both conductors were deformed as well as the insulation. The damage was noted to the outer insulation lead body likely damaged by the surgical tie.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to insulation on the lead body and dislodgement. In addition, there was obvious change in the lead body at the suture site. The insulation and conductor had a kink and was difficult to place lead for reposition. The patient manifested twiddler syndrome which dislodged the lead. The conductor exposure was not determined. The ra lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on damage to lead body was confirmed. There was damage to the lead body and both conductors were deformed as well as the insulation. The damage was noted to the outer insulation lead body likely damaged by the surgical tie. Furthermore, allegation on lead dislodgement could not be confirmed via product analysis.

Event description:
--